Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had intermittent network issue causing device communication errors and disconnected mode despite ip address correction. A field service engineer replaced aio, docking board, and communication sled, configured network settings, and deployed firmware and firewall packages. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ach3smain device was in disconnected mode and displayed a device communication error. Users were unable to view medication orders accurately on the patients profile, as the electronic health record (ehr) and the device were not communicating with each other. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.